Event description:
The manufacturer sales representative reported that the device was running unintentionally during testing at the user facility. There were no adverse consequences related to this event.

Manufacturer narrative:
This record was submitted in error as it is duplicate of MFR report # 3015967359-2022-01027.

Event description:
The manufacturer sales representative reported that the device was running unintentionally during testing at the user facility. There were no adverse consequences related to this event.